Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Date of event: (B) (6) 2010. According to the information received, a catheter tip broke off inside the customer. The customer states that the catheter was inserted easily. She did she her physician and he told her once she urinates it will come out. Customer also says she is very sore. Still has not found the tip.